Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-may-06. The patient chose to let their ins die but they were successful in charging it on (B)(6) 2019 and placing it into MRI mode. The patient stopped using their stimulator and let it die because since implant it was not exactly where it should have been. It did not give relief. They need it for their lower back and all the way down their legs but since recharging on (B)(6) 2019 they feel it all the way up their right side of their back. They also feel it in both legs. They just have a and b and can only turn it up and down. The MRI facility told the patient that they need to get in touch with a manufacture representative (rep) about an MRI on friday. The patient is going to have a rep come in for programming adjustments. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was depleted and the patient tried charging it but couldn't. No symptoms or further complications reported.